Manufacturer narrative:
(B)(4). The complainant indicated that the axios stent was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage performed on (B)(6) 2022. During the procedure, the axios stent was fully deployed inside the scope; however, the second flange of the stent did not release from the scope. The device was removed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.